Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It was revealed that the helix difficulty and difficult-to-position allegations were confirmed based on the field report and the finding of tissue entwined in the helix..

Event description:
It was reported that this right atrial (ra) lead was a case of attempted implant due to placement difficulty. Additional information received indicated that placement difficulty was due to failure of helix to extend after multiple attempts to perform extension. This lead was never in service and was returned for analysis. No adverse patient effects were reported.